Event description:
It was reported by the customer that a bd pyxis¿ es refrigerator software had corrupted during v1.8 upgrade. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator screen was in a reboot loop. A field service engineer (fse) reseated cables inside the screen panel, the router, and the sd card, but none of these actions resolved the issue. The fse also reseated cables for the lcd and router, and replaced the lcd, but these steps did not fix the issue. The fse replaced the sd card, and after replacing the sd card, the calibration was off for the lcd. Once the fse reseated the ic3 control board cables, the reboot loop stopped. The system functioned as intended after the field service engineer repaired the device.